Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to study: primary indication for thoracic endovascular aortic repair: thoracic aortic aneurysm (taa). Date of procedure: (B)(6) 2021. Four zta devices were implanted the sequence from proximal to distal was zta-pt-42-38-173 (e4031791), zta-pt-38-34-167 (e4179757), zta-p-36-113 (e4165391) and zta-p-26-105 (e4180704). Access of the target lesion and deployment of the zenith alpha thoracic graft in the intended location was successful. Follow-up CT/MRI, patency for: 6-month follow-up visit ( (B)(6) 2022). Evidence of thrombus: no. Follow-up CT/MRI, patency for: 2-year follow-up visit ( (B)(6) 2023). Evidence of thrombus in the proximal zta-p/pt component was noted. Is there evidence of device issue(s)? = no. No secondary intervention is reported.

Manufacturer narrative:
Manufacturers ref# (B)(4). The event is no longer reportable, as the site does no longer report thrombus. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 05nov2024: the site has updated the data for patient (B)(6). They changed the response for ¿any evidence of thrombus¿ at the 2-year CT/MRI from yes to no.